Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after loaded new cartridge. The user refilled the cartridge; however, another minimum fill message occurred. The user's blood glucose level was 192 mg/dl. A follow up with the a contact confirmed that the user was able to load a new cartridge successfully.